Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the 3-digit lot number provided, the manufacturing date of the device was in the month of march 2024, but a specific date could not be identified. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube had a broken tab out of the box. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Based on the results of the investigation, external stress that was applied to the lock lever of the connecting tube caused the tube to break. Since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: 9 preparation and inspection: IFU states, "visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor the field performance of this device.